Manufacturer narrative:
Conclusion: follow-up #1 and final report submitted to update sections based on the results of investigation. An event regarding a navigation computer with intermittent visual display was reported. The device was inspected by service; event was not confirmed. Method & results: -device evaluation and results: per gsp case (B)(4), field service could not duplicate issue with monitors having no display. Completed all presurgery tests with passing results. Verified fibers were clean using db light loss kit. All measured results were in acceptable range. Replaced the 2u computer with an ss 2u computer part number 208986 for isolation purposes. -device history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding no video display on monitors for pn (B)(4). There have been (B)(4) events for the referenced catalog number, of those, (B)(4) complaints were related to no video display.

Event description:
The surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants. During the case, there was an issue with the internal graphics card for the computer. The outcome of the case was successful and there was no harm to patient.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event is being completed at mako surgical. A supplemental report will be filed if additional information is obtained.

Event description:
The surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants. During the case, there was an issue with the internal graphics card for the computer. The outcome of the case was successful and there was no harm to patient.